Event description:
The catheter was used to perform diagnostic ventriculogram on a 8 months old child.

Manufacturer narrative:
Upon investigation, it has been determined that this is a standard catheter configuration with five sideholes instead of the usual six to eight sideholes. The diameter of the sideholes is identical to the "normal" pigtail catheters, therefore, the catheter has the same diameter as the other pigtail catheters, since it was not specifically designed for use solely in children (minimum of 6 y/o). The exact cause of the catheter causing the staining in the ventricle could not be determined. Reportedly, the physician stated that the product was not the problem. Per cordis instructions for use, there is no specific reference made for use in children, because specifications differ widely among various physicians. The catheter size selection is usually at the discretion of the operating physician. The product will not be returned for analysis. This file is considered closed.